Event description:
Medtronic received information from a journal article in the journal of thoracic and cardiovascular surgery c - 2011 that two patients implanted with a mosaic aortic valve and two patients with a hancock aortic valve successfully underwent reoperation to replace an aortic prosthesis due to thrombus that resulted in functional aortic stenosis within two years of implant. There was no evidence of other causes of structural valve deterioration or endocarditis. No patients experienced a perivalvular leak.

Manufacturer narrative:
No serial number was provided for any of the valves mentioned in this literature, and no product has been returned for analysis. Device history review could not be performed. Thrombus formation is usually considered a patient condition; however, based on the limited information available, no cause could be determined for these events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.